Event description:
It was reported that the patient had a recurrent fever and did not respond to antibiotic therapy. The physician attributed the patient's condition to an infection and system was removed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.